Manufacturer narrative:
Visual investigation showed that one of the spring components of the returned plier was cracked. The crack showed an inter-crystalline forced rupture mode due to stress crack corrosion. The cracks occurred due to very high compressive forces of the retaining screw. The root cause can be attributed to a mfg related issue of too high tightening forces used to fix the spring retaining the screws. A CAPA has already been initiated for the previous complaint.

Event description:
Cracks were found at the inner side of the grip parts upon inspection of the returned loner kit from the hospital. There was no report from the hospital on this issue. Therefore, there is no info as to how these cracks were formed.